Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced sustained hyperglycemia with a cgm reading of 347 mg/dl and persistent elevated blood glucose since midday while using the ilet system. The user replaced the infusion site only and confirmed visible drops during priming, and insulin delivery was verified. Following the site replacement, glucose levels trended down to 280 mg/dl and subsequently stabilized. The reported symptoms included hyperglycemia. The outcomes included no injury, no hospitalization, and resolution following troubleshooting and site replacement. The investigation included technical support review of cgm trends, a guided site change, and confirmation of insulin delivery. Review of the case revealed no device alerts or alarms and no observed infusion set or cartridge defect. Resolution after site replacement was consistent with a possible transient infusion issue or absorption variability, with no device malfunction identified. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.